Manufacturer narrative:
No blank display noted. Unit received with ghosting display, after pressing any buttons. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm, keypad/button anomaly due to ghosting display. Pump history download using thds was successful. There is no motor error alarm shown on event date 04-mar-2023. Pump was cut open to perform visual inspection no unlocked j2/lcd keypad connector and found no moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms ghosting display anomaly is isolated to lcd board. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked belt clip slot, stained address/serial number label and stained end cap sticker. In conclusion, unable to confirm motor error alarm, keypad/button anomaly due to ghosting display. Unit received ghosting display after pressing any buttons; problem isolated to lcd driver defective confirmed. Cracked lcd window confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned, a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic), is submitting this report to comply with 21 cfr, part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic, has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information, as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic, indicated that the customer reported the pump button was not so precise, failed, the pump turned off automatically, pump cracked and received a motor error alarm. Troubleshooting was not performed. And it was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. The device will be returned for analysis.